Event description:
Upon opening accucheck test strip vials, the portion of the strip that comes in direct contact with a patient is pointed upward making it difficult to access a test strip without touching that part of the strip when removing it from the vial.